Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The pump did not show any external damage. The tamper seal was intact. A review of the event history log evidenced the following: acu watchdog and primary audible alarm post error. The investigator performed a flow/occlusion test. The customer reported product problem (primary audible alarm post/acu watchdog) was not replicated during testing. The problem source of the reported product problem was unknown. A root cause was not established. The investigator replaced the speaker as a preventative measure. The plunger cases were also replaced. The device passed functional testing.

Event description:
It was reported that the medfusion pump displayed a primary audible alarm and an acu watchdog failure. No patient injury or complications were reported in relation to this event.